Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset), lymphadenopathy.

Event description:
Patient representative reports right side "pain, itchiness". Patient underwent multiple tests, which are not specified. The patient suffered the following: "swollen lymph nodes, infection, pain, stress, headaches, lupus, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement, loss of enjoyment of life, and a loss of amenities" and is "unable to participate in those recreational, social, household, athletic, and employment activities to the extent to which [patient] participated prior to development of bia-alcl.(contralateral side)" the device was explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 118030 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2019 through (B)(6)2021, was noted an outlier in (B)(6)2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some sealers and sterilizers were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reports right side "pain, itchiness". Patient underwent multiple tests, which are not specified. The patient suffered the following: "swollen lymph nodes, infection, pain, stress, headaches, lupus, breast swelling, rashes, anxiety, shock, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement, loss of enjoyment of life, and a loss of amenities" and is "unable to participate in those recreational, social, household, athletic, and employment activities to the extent to which [patient] participated prior to development of bia-alcl.(contralateral side)" the device was explanted.